Manufacturer narrative:
Product analysis: analysis was able to confirm the reported calibration issue. The touchscreen was out of specification. The touchscreen connector was cleaned, reseated, and the parameters were reset. The programmer software was re-installed. The device passed all final functional tests.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
Correction: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that that the programmer was unable to be calibrated. The programmer is expected to be returned for service. No patient complications have been reported as a result of this event.